Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the entire system. The physician did not suspect any device malfunction. Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that prior to the explant procedure, the patient was also experiencing muscle spasms and difficulty recharging the ipg which made the skin red and hot.

Event description:
A report was received that the patient was experiencing pain at the ipg site since the device was implanted. The physician believed that the sacroiliac joint was causing the pain and was not device related. The physician recommended to have the device explanted.

Event description:
A report was received that the patient was experiencing pain at the ipg site since the device was implanted. The physician believed that the sacroiliac joint was causing the pain and was not device related. The physician recommended to have the device explanted.

Event description:
A report was received that the patient was experiencing pain at the ipg site since the device was implanted. The physician believed that the sacroiliac joint was causing the pain and was not device related. The physician recommended to have the device explanted.